Event description:
Prior to MRI, gadolinium contrast material was mistakenly injected by MRI technologist into ventriculostomy external drainage catheter directly into ventricles of brain rather than into nearby IV access catheter. Approximately 17 cc's were injected and about 4 cc's aspirated back after error was recognized. Access port/luer connector on ventriculostomy tubing is reportedly compatible with syringe used for injecting intravenous contrast material. Warning label or coloring of tubing was not readily apparent. IV port taped near ventriculostomy port, causing increased risk for user error.